Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in operating room for device explant. Upon interrogation, the implantable cardiac monitor exhibited backup vvi operation. The device was explanted without any issue. The patient would continue to be monitored. No additional information was available.